Manufacturer narrative:
The field service engineer (fse) observed reagent pipettor #4 dripping fluid. The fse replaced the fluid line on pipettor #4 and resolved the issue. The fse primed and calibrated the pressure sensor, performed we/dry level sense test and system check, and verified instrument performance. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the fluid line on pipettor #4 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this event: 2122870-2013-00969 and 2122870-2013-00974.

Event description:
The customer reported erroneous test results on multiple parameters for 14 patients, on two separate days, involving the unicel dxi 800 access immunoassay system. This report is two of three referencing the patients on the event date noted. The customer noted the instrument had issues with reagent pipettor #4 and displayed fluid at unexpected height/rf level sense errors. The customer indicated all the erroneous results occurred on pipettor #4. The erroneous results were released out of the laboratory. There was no patient consequence associated with this report. The patient samples were collected in 12/75 ml tubes and centrifuged at 3,000 rpm (rotations per minute) for four minutes. The samples were normal in appearance. Quality control failed to pass within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.